Event description:
A distributor reported that the screen on a customer's pump was broken and unresponsive. No adverse impact on the customer's blood glucose level was reported. The customer reverted to an alternate form of insulin therapy